Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 26july2019. The biomedical engineer evaluated and tested the unit and could not duplicate customer reported problem. The unit passed all test. The product support informed customer that the patient disconnect could be caused by a patient that was not able to pressurize the system. A small child or elderly patient. Patient disconnect alarms are alarm often cause by a leak on a mask or patient circuit. The unit will continue to function and ventilate patient. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the unit is giving patient disconnect alarm. No patient or user harm was reported.